Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, item has broken wire no report from the or no patient involvement noticed in sterile processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the force bipolar be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.